Event description:
The patient has a pacemaker and ins. When the ins was turned on and programmed post-op the EKG read only a flat line. When the ins was turned off the EKG returned to normal. The pacemaker was checked and verified to be functional when the ins was on. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).